Event description:
During oral surgery case, surgeon attempted to use the vital-vue unit (ref 8886828206). After plugging in the hand piece it was observed that the light was very dim (lot # 9030096). Unable to brighten the light with adjustment, another vital-vue hand piece was used and worked without issue.